Manufacturer narrative:
The device output was increased. The caller suspected that medication may have contributed to the intermittent loss of capture. The device remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated. Additional information was received indicating a revision procedure was performed due to increased pacing threshold measurements. The right ventricular (rv) lead was surgically abandoned. The device remains actively implanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Additional information was received that this device was later electively explanted and returned for analysis. Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the pacing, sensing and recording functions of the device. The device performed normally throughout all tests.

Event description:
Boston scientific crm received information that during a follow-up visit an electrogram was sent to technical services. The electrogram displayed ap, vp then vs markers. Oversensing was suspected. Technical service suspected loss of capture since the patient had an elevated threshold measurement. No adverse patient effects were reported.